Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. Per additional info received, the pt was admitted into the hospital about a week prior to her expiration. The pt was exhibiting right-sided heart failure symptoms. She had arrhythmias and liver congestion. The pt did not have any pump alarms and everything seemed to be normal with the pump as far as parameters. The hospital staff returned the pump for evaluation.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.